Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the cause of the problem could not be identified with the information available from this complaint and the investigation results. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's picture was not bright enough. The issue occurred during the beginning of an unknown, most likely a cystoscopy and was completed using a similar set of equipment. A delay was only the time taken to replace the tray, approximately 2 minutes. There were no reports of patient harm.